Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device lacks cooling functionality. Quick check negative 6 °c not reached. Possible defect of the mixing pump, current circulation was at 47 percentage and chiller temperature (t4) was at 4.3 °c. Per review of wo on 13apr2026, there was no patient involvement.